Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 310f27 tissue valve, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a racing heart rate that lasts for hours after getting out of the new vehicle. The patient believes that the implantable pulse generator (ipg) device is reacting to possible interference from the equipment in their vehicle. The device remains in use. No further patient complications have been reported as a result of this event.